Event description:
Medtronic physio-control engineering initiated an investigation based upon failures of a device to accurately display the defibrillator energy available, although the defibrillator energy available is actually at the level selected. The failure could result in operator confusion and delay administration of defibrillator therapy to a pt.